Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: on examination, the battery compartment was cracked below bumper pad. Cracks were also found in the case between keypad and display, and near upper right corner of display. Additionally, the audio bolus button was torn/punctured and leak testing revealed a leak at the audio bolus button and at the site of the cracked pump case. The display remained blank when the pump was powered on and audio tones were no working. Moisture was found inside on all internal pump components. Due to the internal moisture damage product analysis was unable to download the pump files. Keypad button testing was not possible due to the blank display. Investigation confirmed the complaint.